Event description:
It was reported that the pt underwent a spinal procedure to implant interbody device and posterior fixation system at l4/5. The cage broken into three pieces during impaction. All the pieces were retrieved but the broken implant was discarded at the hospital. No plans for additional follow up outside routine surgical follow up. No pt complications were reported.

Manufacturer narrative:
(B)(4): review of submitted hardcopy of picture confirms implant broken into three pieces. Unable to obtain further information from submitted picture, due to angle of implant in picture, quality of picture, and biological material covering fracture surface and implant pieces. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.